Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt was receiving frequent adjust/check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted form the open wire. The pt received a replacement electrode belt.